Event description:
Diagnosis or reason for use: l-prf used for bone graft improved handling. Exaggerated post-operative swollen. Found out the FDA application for the intra-spin 210k approval for this device, was submitted with false information to the FDA. The application was completed using a predicate device that uses sterile disposables to process the blood, but the intra-spin system uses tubes that are not sterile, putting the patients health and life at risk, because the device is used for invasive bone surgery procedures. I am available to explain more to the FDA. (B)(6).